Event description:
Patient implanted with a heartmate ii lvad and temporary centrimag rvad on (B)(6) 2016 due to nonischemic cardiomyopathy and chronic systolic heart failure. The patient's chest was left open at the time of implant, then closed in the operating room on (B)(6) 2016. On (B)(6) 2016, the lvad powers and flows started to spike eventually leading to more consistent high powers and flows on (B)(6) 2016. Ldh stable in the 400's on these days. Tee done on (B)(6) 2016 which showed no thrombus on the left atrial appendage. Due to the continued high powers and flows, there was concern that a thrombus had formed in the lvad pump. The patient was taken to the operating room on (B)(6) 2016 for a lvad pump exchange and rvad decannulation. The surgery went well and the patient is recovering in the ICU. Pump sent back to st. Jude (formally thoratec) for evaluation.